Manufacturer narrative:
Manufacturer's investigation conclusion: although elevations in power and corresponding flow were observed through the analysis of the submitted log files, a specific cause for the elevations could not be conclusively determined through this investigation. The submitted system controller log file (log file #1) captured were several transient elevations in power (up to 13.8 w) and corresponding flow (up to 12 lpm) on (B)(6) 2019, and (B)(6) 2019. There were two no external power events captured on (B)(6) 2019 and on (B)(6) 2019. These no external power alarms were addressed under MFR #2916596-2019-03807. The submitted log file appeared to show the system operating as intended. The submitted system controller log file (log file #2) captured no external power events on (B)(6) 2019 at 07:55 and 08:00. There was also a driveline disconnect alarm captured on (B)(6) 2019. These driveline disconnect and no external power events were addressed under MFR #2916596-2019-03847. In addition, a backup battery fault was triggered on (B)(6) 2019. This backup battery fault was addressed under MFR #2916596-2019-03847. The submitted log file appeared to show the system operating as intended. It was later reported that, as of (B)(6) 2019, the patient was stable. It was reported that the devices operated as expected. Multiple requests for additional information regarding the elevated pump power were sent to the customer; however, no additional information was received. The patient remains ongoing on support from (B)(4). Pump power and flow are addressed in the introduction of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Any increase in power not related to increased flow causes erroneously high flow readings. Additionally, the patient care and management section of the hmii IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 years, 1 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Customer report: it was reported by vad coordinator (B)(6) that the patient switched to a backup pocket controller after a red heart alarm. Log file analysis report: log file #1 contained data from (B)(6) 2019 17:11 until the drive line was disconnected on (B)(6) 2019 7:52. On (B)(6) 2019 19:42 a total loss of external power was recorded. This event appeared to have occurred as the patient was attempting to switch from the mobile power unit (mpu) to battery power and it was noted that the event may have been caused by accidentally disconnecting both power leads. On (B)(6) 2019 7:49 another total loss of external power was recorded. This event was associated with a sudden loss of power to both power leads and it was noted this is likely due to the mpu ac power cord becoming disconnected (reported under MFR# 2916596-2019-03807). The log file indicated that the external backup battery (ebb) was used to support the system until a drive line disconnect was recorded (B)(6) 2019 7:52. The patient reported switching to one of two backup controllers. The patient stated that they were unable to make a connection to this controller (reported under MFR# 2916596-2019-0384). It was noted that a log file for this controller would be provided at a later time. It was also reported that the patient attempted to connect to a second backup pocket controller and was captured under log file #2. The patient stated that they were unable to close the locking door of this pocket controller until disconnecting and firmly reinserting the drive line (reported under MFR# 2916596-2019-03847). Log file #2 for this pocket controller indicated that a drive line was connected on (B)(6) 2019 7:55, disconnected on (B)(6) 2019 8:00, and then reconnected shortly after. This log file also recorded pump speeds below the set speed during these events. It was noted that it was unclear whether these events were caused by a partial connection from the drive line to the pocket controller or improper voltage from the ebb. Motor speed was restored to the set speed on (B)(6) 2019 8:01 when the drive line was connected to mpu power. A backup battery fault was recorded ~30 minutes later. It was noted that the ebb would be replaced from this pocket controller. The difficulty connecting the drive line to the two system controllers stated above is also reported against the heartmate ii left ventricular assist system (reported under MFR# 2916596-2019-03849). Additional information was received on 05aug2019 reporting that a controller was exchanged. The primary controller was stated to now be the backup. It was also stated that no products would be returning and no serial numbers would be provided but were documented in device tracking. Also, it was noted the mpu was at home with the patient and was functioning properly. Patient status was reported to be stable. It was noted that the device(s) operated as expected.